Event description:
Healthcare professional (hcp) reports home patient (hp) contacted center on 9/26/97 complaining of chills and abdominal pain. Center referred hp to the ER. Hcp noted hp was admitted to hospital on 9/26/97. Test results showed staph epidermidis and effluent cloudy. Hcp stated hp was treated with impedium antibiotics (dosage unknown) and clindamycin (600 mg load) (300 mg/ea exchg) while in hospital. Hp's exit site in perfect condtion with no previous incidents of peritonitis hcp stated hp's transfer set was put on 5/97 and crack discovered in the middle of the main body, extending to the smooth area, but not into the dark blue female leur. Hp tx 9/26 - 9/29 in hospital and sent home on clindamycin (1.5 arm dly for 2 wks).